Event description:
During a follow up call regarding an unrelated issue, the home patient's (hp) nurse stated that the hp was hospitalized for peritonitis. The hp was recovered and resuming therapy on the cycler. Additional information was not available.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. This event involves three baxter products. This medwatch is being submitted for the second of those three products. If additional information becomes available, a follow up report will be submitted. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on lots (gd877282 and gd876490) that had been recently sent to the patient and no issues were found related to the reported condition during the manufacture of those lots.